Event description:
The customer stated the rubella calibration failed with error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. The abbott customer technical advocate (cta) asked the customer to decontaminate line 1, clean the optical line, replace the probes, and centrifuge the calibrator. The troubleshooting was performed without resolution. The cta sent the customer replacement calibrators and reagent. No impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.